Manufacturer narrative:
Product evaluation was not performed as the product was not provided for evaluation. A review of the DHR was performed- device was manufactured according to all requirements and specifications. A definitive cause for this reported observation could not be determined. Product worked as expected during procedure.

Event description:
A patient presented with mild neck emphysema in the pacu after a suspension microscopic laryngoscopy (sml) procedure. During the sml procedure in the or, intubation was noted to be difficult. Once intubated, case proceeded normally and was completed. Everything in case was considered normal and as expected. Jet ventilation was utilized during this procedure. Post operatively, mild neck emphysema (sub q air) was noted in the pacu. A diagnostic bronchoscopy was done to assess if there was any damage to the trachea during intubation. Not tracheal damage or tears were identified. Patient remained in hospital for a few days until emphysema resolved and was discharged.